Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimula tor (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient also has fibromyalgia. It was reported that on christmas eve they suddenly started having a shocking sensation in their left hip that ran down their leg below the ins site. It was stated that ¿all of a sudden¿ they went into a position and the shocking started. They had gone to an appointment with their healthcare provider on friday, and the healthcare provider did an x-ray, but did not provide any other assistance. It was noted that the patient had decreased stim on program 4 from 1.6v/1.7v to 0.4v, but the shocking was still present. They would be having an appointment with the manufacturer representative on thursday, but since the shocking was constant, they did not think that they could wait that long. Troubleshooting included changing programs. They tried p3 and p5, but they didn¿t feel stimulation at all when increasing, so they decided to turn stim off. The patient stated that ¿changing programs and turning stim off did get rid of the shocking, they just didn¿t feel stim.¿ after their appointment, the rep reported that according to the patient, the device had remained off for three days and was turned back on with energy turned up to minimal stimulation. It was noted that the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The manufacturer representative met with the patient on (B)(6) 2020 and checked all the programs and patient felt stimulation on all programs. No further complications were reported.